Manufacturer narrative:
Visual inspection found the device sheath torn with the needle sticking out the side of the sheath. The needle protective hub was still attached to the sheath. Functional evaluation found the device handle was able to retract and deploy the needle when actuated, and was able to produce both pressure and vacuum to force water through the sheath of the device. There was no leakage observed during testing. It is possible that the sheath may have stretched during use causing the needle to move and lodge between the sheath and needle protective hub. Once the needle is wedged, forcing the handle to deploy the needle may force the needle through the side of the sheath. Based on the available information, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, the needle was not tested prior to inserting the device into the scope. During the procedure, the excelon transbronchial aspiration needle was inserted down the bronchoscope and positioned within the left main lobe. Upon attempting to activate the needle, it was discovered that the needle would not extend from the sheath. The account reported no visible damage to the device. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; the device sheath was torn with the needle sticking out the side of the sheath.